Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received no delivery alarm. The customer's blood glucose level was reported to be 414mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. No excessive no delivery alarms noted. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted.